Event description:
It was further reported that the event leading to death verbatim is "after complaining of a headache and vomiting, lapsed into a coma. 'The veins in her head popped'." The safety group continues to request source documentation to clarify the event term and complete the narrative.

Event description:
It was further reported that target lesion 1 was 4.0mm long. Residual stenosis was 0% after stent placement. A staged rocedure tothe lad was planned at this time. During a follow-up phone call with the patient's granddaughter, the site learned that "on about 117 days after the initial procedure, the patient complained of a headache, vomiting and was brought to the ER and expired 3 days later. No further information is available at this time. The cause of death is unknown.

Event description:
It was further rpeorted that a head CT scan 117 days after the initial procedure which revealed a massive intracentricular hemorrhage and likely parenchymal hemorrhage in the cerebellar vermis. The pt was also found to have kypokalemia and emergency intubation was performed. Neurosurgery evaluation stated that no intervention should be performed at that time. Diagnosis was very poor with high mortality. The pt's family then siugned a do not resuscitate, do not intubate order. Then pt was transferred to the micu 3 days later with diagnosis of acute respiratory failuire, intracranial bleed and coma. The pt expired 121 days post initial procedure. In the opinion of the physician the cause of death was intracranial bleed.

Event description:
Clinical study: it was reported that 121 days after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.30mm, 80% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.50x8mm drug eluting stent in the prox cx. There were no complications. The patient was discharged 2 days later on plavix and aspirin. 121 days after the procedure, the patient expired. There was no autopsy. In the opinion of the physician the relationship of the patients death to the target vessel in not involved.